Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 5841450 02-010-01-0350 - lgc femoral ps cem right sz 5. 3520508 02-012-38-5011 - lgc tibia ps rbk insrt sz 5 11mm. 4994262 02-012-43-5050 - lgc tibia rbktray cem sz 5f/ 5t. 6012383 200-02-41 - three peg patella 41mm. 6044586 201-78-15 - holding pin mini sharp point 4 pk. 5851797 201-78-81 - 3 trocar, mod. Hex 2pk. 5w362 203-96-22 - (3110) stryker 2000 90x19x 1.19mm. 6026863 204-34-04 - fluted stem extension 40l x 14 mm. 5843696 204-70-00 - tibial stem ext. Screw. 5330156 521-78-23 - threaded pin size 2.3 collared. 5415705 521-78-23 - threaded pin size 2.3 collared. S019844 521-78-23 - threaded pin size 2.3 collared. S016798 521-78-32 - threaded pin size 3.0 collarless. 05017019173 a10012 - gps implant kit v2.

Event description:
It was reported that this 57 y/o male patient's knee was revised approximately 5 years post op. Patient presented with pain and surgeon decided to conduct a revision surgery. Everything was removed and replaced by a competitors device. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: discarded at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k unknown due to the specific device not being reported the following sections were updated: h6 the following sections were corrected: b2 h6 the reason for the revision reported may have been due to the reported pain. However, the reason for the pain cannot be conclusively determined because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.